Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a solution bag during therapy which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It explains that the user should follow the end therapy early procedure if a bag becomes disconnected. Furthermore, it states that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. It also warns the user to not replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) occurred on a homechoice (hc) device during dwell 3 of 4 of automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that an unrelated alarm occurred prior to the se 2240. After receiving the unrelated alarm, the hp disconnected and reconnected the solution bags. A technical service representative (tsr) explained proper procedures to the hp. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.